Event description:
Account was having problems with hemoglobin and hematocrit not matching. The account's low control was out of range for white blood cells, red blood cells, hemoglobin and hematocrit. The account did not have the control ranges set in their instrument therefore the controls were not flagged. A low hemoglobin result of 7.9 g/dl was reported on a pt. The repeat result was 8.9 g/dl. The pt's hemoglobin was then performed at the hospital and was 10.5 g/dl. The pt was then transfused 1 unit of blood.